Event description:
It was reported that the patient experienced chest pain during the procedure. An angiojet avx catheter and an angiojet console were selected for a declot procedure in the left arm. During the procedure, the patient experienced chest pain. There was a significant amount of pain and the procedure had to be stopped. It was further reported that the case was for a graft or fistula in a hemodialysis patient.

Event description:
It was reported that the patient experienced chest pain during the procedure. An angiojet avx catheter and an angiojet console were selected for a declot procedure in the left arm. During the procedure, the patient experienced chest pain. There was a significant amount of pain and the procedure had to be stopped.